Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that back of last year the patient both of the hips had to do revision because the patient had a metal on metal in the joints front. The surgery it was back in 2004 letting the patient to get chromium poisoning in blood system and high level and so it got to be revised call back.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. A manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.